Manufacturer narrative:
H6: device received in a condition which made analysis impossible. Customer returned an empty vial.

Event description:
It was reported the patient received the following results within 15 minutes: hi (>600 mg/dl), 304 mg/dl, 260 mg/dl and 293 mg/dl.